Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 54 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, kidney failure and difficulty swallowing. The patient was treated with d50 (50% dextrose injection) and 2-3 bags of saline, which were delivered intravenously. The patient was released after spending 4 hours in the ER. The pod was removed at the hospital.